Event description:
It was reported that the customer put air in the cuff, but it would not inflate. No additional information was available. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the picture taken identifies a tear. Functional testing was performed using an inflation test. It was not possible to inflate the cuff as it leaked so badly. A non conformance report (ncr) was initiated for this problem and corrective actions were taken. A quality alert was initiated and training of the production team was performed. Also, there was replacement of gauges and equipment with sharp edges by blunt versions, a warning was added to the manufacturing procedure, and better organization on affected workplace was established. It was identified that the reported lot number was manufactured prior to the implementation of these corrective actions. The root cause of the reported problem was determined to be a manufacturing problem. A device history record (DHR) review was performed for the reported lot number and no observations were recorded during manufacture to suggest an issue of this nature occurred.